Event description:
A report was received that the patient will undergo a revision procedure due to an increase in heart rate caused by migration of the leads.

Event description:
A report was received that the patient will undergo a revision procedure due to an increase in heart rate caused by migration of the leads.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein one lead and two clik anchors were replaced per physician¿s preference. The patient was reportedly doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 15564053, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2218-70 serial #:(B)(4) description:linear st lead, 70cm.

Event description:
A report was received that the patient will undergo a revision procedure due to an increase in heart rate caused by migration of the leads.